Event description:
It was reported that, the surgeon attempted to insert a cq2015 collamer three piece lens and one haptic tore off. There was no pt contact or injury.

Manufacturer narrative:
Results: visual inspection of the returned product found one haptic torn off. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.